Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 54-year-old male patient of unknown race with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that air bubbles were present in the patient¿s ventricle, which was revealed on echocardiogram. Staff concluded that the bubble was a possible cavitation. Additionally, the patient had hemolysis. The pump was repositioned, and the p level was reduced to p-4 and the patient tolerated well. It is unknown if the hemolysis was resolved by the repositioning and p level reduction. The impella 5.5 was exchanged for left ventricular assist device as part of the plan of care, unrelated to the reported events and is reported as stable.

Manufacturer narrative:
The investigation of embolism and hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-12882.